Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported a falsely depressed calcium (ca) result on one patient generated on the architect analyzer. The results provided were: s1 ca initial = 1.2mmol/l (reference = 2.10 - 2.55mmol/l) / retest = 2.3mmol/l; retest = 2.51, 2.52, 2.53, and 2.54mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
Component code: g03006. The customer service center specialist (csc) checked instrument logs over the phone and noticed all discrepant results were run on cuvette 81. The csc instructed the customer to replace the cuvette. The customer replaced cuvette 81, the arc c8k cuv pr 1 pair (ln 01g46-02), which resolved the issue. A review of the architect c8000, serial number (B)(6) service history revealed no contributing factors on or around the time of the issue. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and provides detailed instructions for the troubleshooting of elevated sample results and instructions for the removal, replacement and verification of the arc c8k cuv pr 1 pair. A 12-month review did not identify any trends for the arc c8k cuv pr 1 pair part. The current product monitoring review of the architect platform found no trends for the architect c8000 and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the architect c8000, serial number (B)(6), or the arc c8k cuv pr 1 pair (list number 01g46-02), was identified.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data that had previously, been provided in field h10. There is no change to the content of the data.